Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The initial result at 2:40 pm was 4.3 inr with a system message displayed. The customer stated she used alcohol to prepare the patient's finger, but was not sure if the patient's finger completely dried prior to testing. She repeated the test at 2.:43 pm using a new finger and the result was 2.2 inr. There results were not reported to the patient's doctor. There was no allegation of an adverse event. The customer did not know if the patient had hematocrit issues. The patient had no antiphospholipid antibodies, no heparin therapy, and no direct thrombin inhibitors. There were no changes to coumadin dose, no new medications, no diet change, and no recent illnesses. The patient had no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235475-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.0 inr, donor hct: 53% & 45%. Donor #1: master lot / customer strip and retention meter 3.0 inr/ 3.0 inr. Donor #2: master lot / customer strip and retention meter 2.0 inr/ 1.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.